Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received at least two inappropriate shocks due to over-sensed noise, which may have been related to the patient's frequent atrial arrhythmias. Additionally, the smartpass feature appropriately disabled due to low amplitude measurements. Boston scientific technical services (ts) was contacted for potential programming changes and data review. Ts noted an episode of appropriate shocks in 2021 that were unable to convert the patient's arrhythmia. It was discussed that the patient's rhythm morphology was poor and the physician stated a revision procedure to a transvenous system was likely to occur in the near future. Nevertheless, ts recommended performing in-clinic provocative maneuvers and diagnostic imaging to assess the s-ICD system placement and integrity. At this time, the system remains implanted and no additional adverse patient effects were reported.